Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The ensite precision video submitted with the returned device shows that the catheter was displayed in the mapped heart model and no anomalies were noted before, during, or after ablation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation (pulmonary vein isolation) procedure, the physician noted a pericardial effusion after ablating around the left pulmonary veins using ice after the patient's vital signs dropped. Ablation was being performed at the base of the appendage and on the ridge in front of the left superior pulmonary vein when the effusion was found. The perforation was in the area of the ablation at the time of the effusion along the ridge in front of lspv but on the appendage side and below the appendage. The catheters were removed and protamine was given immediately upon noticing the effusion. The patient started to decompensate quickly and a pericardial tap was performed. Anticoagulation was reversed and the patient continued to bleed into the pericardial space so they was transported to the operating room for surgical intervention. The patient is now up and walking but still in the hospital, but still showing signs of confusion. The tacticath is the suspected cause of the effusion. The physician did not blame the complication on the expected performance of the tacticath, but rather suspected he stayed on ablation too long while working to get the contact force desired. The lesion that is suspected of causing the perforation was a total of 40sec. The other lesions were 10sec.